Event description:
The therapists were treating an oblique field from under the table, and had slid the tennis racket partially out on the other side of the table to remove the metal from the field. After treatment, the pss was being lowered when the mylar sheet pulled away from the clamping plate. The pt fell and was bruised.